Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl at the time of incident. The insulin pump had multiple pump error alarm. It was unknown that auto mode feature was active or not at time of event. Customer was able to clear alarm and able to rewind insulin pump. Fill cannula was not recorded in daily history. The customer was assisted with troubleshooting. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring= black. Customer returned pump due to alleged pump error 54 & 3 & high bgs on 10 march 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump was successfully downloaded with thus. In history files, on event date, pump error 54 occurred on 03/10/2022 12:00 am esf#3010978, line# 1421 =, file# 32122. Pump error 3 occurred on 03/10 /2022 12:00 am on event date. Device was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, keypad overlay peeling, missing display cover, cracked case (battery tube). Cosmetic damage was confirmed. Pump error 54 was confirmed due to software issue. Pump error 3 was confirmed due to a consequence of pump error 54. Unable to confirm high bg anomaly during testing. Moisture damage was found and located at pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.